Event description:
Customer advised that the machine was moving up and down on it's own. Technician found that the handset was damaged causing the unit to work intermittently. New handset fitted and tested. Technician has advised that the machine did move on it's own, the customer advised the technician that it moved on it's own every now and then, and in these situations, it had to be stopped by using the emergency stop button. Since having the new handset, it is working correctly.

Manufacturer narrative:
This report is being filed under exemption(B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.